Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments/partial display. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the screen and reservoir compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.